Event description:
It was reported that the patients implantable pulse generator was not providing adequate pain relief despite reprogramming. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned per facility policy.